Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates that the lead had dislodged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture was observed on the right ventricular (rv) lead. At the time of the rv lead revision, it was found that the lead was snared by the right atrial lead that the helix on the rv lead would not extend. A new rv lead was placed successfully and the patient was stable after the procedure.